Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lung disease. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed there was no particles in the air path during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
This report was submitted as a duplicate report of the previously submitted report. Duplicate ra of (B)(4).